Event description:
Thirty minutes before termination of treatment the pt complained about nausea and the treatment was stopped. Approx two hours later the pt was admitted to the hosp with a diagnosis of hemolysis. While in the ed, the pt went into respiratory arrest and was subsequently intubated and transferred to the ic dept.